Event description:
It was reported that during a pump refill the wrong concentration was injected into the pump. A pump refill was done on (B)(6) 2012 and 2000mcg/ml concentration of lioresal was put in to pump when it should have been 500mcg/ml, as it was before. Reporter stated that a bridge bolus was not performed as was required during a concentration change. In addition, the concentration was initially not updated on the programmer; however the correct concentration was programmed 6 minutes after the update. The patient did not experience any symptoms as a result of the error, and reporter stated the "patient is doing fine." It was reported the following day a bridge bolus was being entered and the patient continued to be symptom free and was "doing well". The medication in the pump was lioresal (baclofen). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer, physician product ID: 8711, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).